Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with zero force. During testing, the pump successfully completed the rewind, load and prime steps. The force sensor calibration was found to be within specification. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. The load step malfunction was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the tubing may have been primed during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.